Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-06231. The pt's ((B)(6)) scs sys included two lead extensions. It was reported the pt lost stimulation. A diagnostic test revealed high impedance measurements for several lead contacts. Surgical intervention was undertaken on (B)(6) 2011 to address this issue. Although intraoperative testing identified the lead extension which was the source of the issue, both extensions were replaced during the procedure. Effective stimulation was recaptured for the pt.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.